Event description:
It was reported the walker release button did not lock into place. As a result, the patient was unable to maintain her balance and fell. The patient was taken to the emergency room and underwent an MRI. No information regarding the extent of the patient's injuries or the medical treatments rendered was provided.